Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for holder separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder experienced the needle and holder separating during use. The following information was provided by the initial reporter: phlebotomist advised that she inserted the signal eclipse integrated needle into the patients arm. When she was trying to insert the needle there was difficulty getting a good blood flow. She realized that the needle wasn't connected to the barrel. The eclipse needle detached itself from the barrel whilst the needle was in the patients arm. The phlebotomist took out the needle and activated the safety needle. She put the barrel and needle in a specimen bag and approached me with it.